Manufacturer narrative:
Although the issue was reported to have occured 40 minutes post tavi procedure and there is no mention of a device malfunction related to the safari2 guidewire, this medwatch report is being filed based on the report that the tear was attributed to the safari2 guidewire. The device is not expected to be returned due to the report of being disposed. Therefore, no physical analysis of the device can be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use, "maintain wire position while tracking or advancing a catheter or device over the wire." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have impacted on the event as reported. The patient information was not provided at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
It was reported that 40 mins post tavi procedure it was discovered the patient had a micro tear in the apex of the left ventricle. The physicians did not notice or see this during or immediately post-procedure. The patient crashed and require emergency surgery to repair the tear. Currently patient is stable but not yet discharged. Tear is attributed to the safari gw. Additional information reported, it is unknown when during the procedure the safari2 wire caused the perforation. There was no resistance encountered with the wire during insertion, advancement, or withdrawal and no difficulty monitoring or maintaining the wire position during the procedure. Additional information received on october 12, 2021. The patient is discharged but no date obtained.